Manufacturer narrative:
(B)(6)

Event description:
It was reported that there was garbage inside the scope. There was a delay of more than 30 minutes.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.